Event description:
This spontaneous report was received from a female pt of an unspecified age from the united states (B)(6). The pt's weight and medical history were not reported. The pt was treated with precise pain relieving heat patch (topical, batch and lot unspecified), initiated on an unspecified date, for an unspecified indication. Concomitant medications were not reported. On (B)(6) 2011 at 9 am, the pt applied the patch. At 1 pm, the pt became "horribly uncomfortable" and when she removed the patch her skin peeled off. According to the pt, she experienced "additional pain". Action taken with the patch was not provided. The pt's outcome was not reported. This report was serious (medically significant).